Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "evolution of right ventricular function and pulmonary artery coupling after transapical transcatheter mitral valve replacement", was reviewed. This research article is a prospective multicenter experience to evaluate the prognostic significance of right heart function and right ventricular (rv)-pulmonary artery (pa) coupling in transcatheter aortic valve replacement (tmvr) recipients. The device included in the study was tendyne. The article concluded that rv dysfunction and impaired rv-pa coupling are frequent among tmvr candidates. Tmvr is associated with hemodynamic improvements that could benefit rv-pa coupling. [The primary and corresponding author was amedeo anselmi, division of thoracic and cardiovascular surgery, pontchaillou university hospital, university of rennes, chu rennes, inserm, ltsi¿umr 1099, f-35000 rennes, france, with corresponding e-mail: amedeo.anselmi@chu-rennes.fr.]. This study included patients who underwent tmvr with the tendyne device from 01 january 2020 to 31 december 2021. A total of 195 patients were included in the study, all of which received an abbott device. The average age of the impaired coupling group was 75.2 years. The average age of the preserved coupling group was 76.3 years. The majority gender was male. Comorbidities included mitral regurgitation, tricuspid regurgitation, atrial fibrillation/flutter, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of tendyne valve were reported in a research article in a subject population with multiple co-morbidities including mitral regurgitation, tricuspid regurgitation, atrial fibrillation/flutter, and heart failure. Complications reported included heart failure, obstruction, surgical intervention, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "evolution of right ventricular function and pulmonary artery coupling after transapical transcatheter mitral valve replacement", was reviewed. This research article is a prospective multicenter experience to evaluate the prognostic significance of right heart function and right ventricular (rv)-pulmonary artery (pa) coupling in transcatheter aortic valve replacement (tmvr) recipients. The device included in the study was tendyne. The article concluded that rv dysfunction and impaired rv-pa coupling are frequent among tmvr candidates. Tmvr is associated with hemodynamic improvements that could benefit rv-pa coupling. [The primary and corresponding author was amedeo anselmi, division of thoracic and cardiovascular surgery, pontchaillou university hospital, university of rennes, chu rennes, inserm, ltsi¿umr 1099, f-35000 rennes, france, with corresponding e-mail: amedeo.anselmi@chu-rennes.fr.] This study included patients who underwent tmvr with the tendyne device from 01 january 2020 to 31 december 2021. A total of 195 patients were included in the study, all of which received an abbott device. The average age of the impaired coupling group was 75.2 years. The average age of the preserved coupling group was 76.3 years. The majority gender was male. Comorbidities included mitral regurgitation, tricuspid regurgitation, atrial fibrillation/flutter, and heart failure.